Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 634987) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included vaginal discharge, depression, menometrorrhagia, anxiety disorder, vaginitis, vitamin d deficiency and pelvic infection. Concomitant products included alprazolam (xanax), azithromycin, cefalexin (keflex), clindamycin, clotrimazole, cyclobenzaprine, diazepam (valium), dicycloverin (dicyclomine), diphenhydramine, diphenoxylate, doxycycline, escitalopram, famotidine, fluconazole (diflucan), fluoxetine, galenic /paracetamol/codeine/ (acetaminophen w/codeine), hydrocodone, hydrocortisone, ibuprofen, macrogol (polyethylene glycol), metronidazole (flagyl), naproxen, nitrofurantoin, omeprazole, ondansetron, oxycodone, prednisone, protozoal, sertraline, sulfamethoxazole, tramadol and vitamin d nos. In 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 5 months after insertion of essure, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced menorrhagia ("prolonged / heavy menstruation"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), abdominal pain ("severe abdominal pain / cramping / pain/ abdominal cramping"), hormone level abnormal ("hormonal changes"), cyst ("cysts"), inflammation ("inflammation") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, migraine, hormone level abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, cyst, inflammation and abdominal discomfort outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the headache had not resolved. The reporter considered abdominal discomfort, abdominal pain, arthralgia, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, menstruation irregular, migraine, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the implant was deployed into the fallopian tube per protocol and with 3 coils visualized on left side and with 3 coils visualized in endometrial cavity in right. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure (batch no. 634987) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, depression, menometrorrhagia, anxiety disorder and vaginitis. Concomitant products included galenic /paracetamol/codeine/ (acetaminophen w/codeine) and tramadol. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), menorrhagia ("prolonged / heavy menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain / cramping / pain"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine and vaginal discharge to be related to essure. The reporter commented: the implant was deployed into the fallopian tube per protocol and with 3 coils visualized on left side and with 3 coils visualized in endometrial cavity in right. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record was received- reporter information,all relevant medical history, concurrent condition, concomitant medication were added. Lot no added. Case became medically confirmed. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") and genital haemorrhage ("heavy bleeding") in a 40-year-old female patient who had essure (batch no. 634987) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's concurrent conditions included vaginal discharge, depression, menometrorrhagia, anxiety disorder, vaginitis, vitamin d deficiency and pelvic infection. Concomitant products included alprazolam (xanax), clotrimazole, fluconazole (diflucan), galenic /paracetamol/codeine/ (acetaminophen w/codeine), hydrocortisone, metronidazole (flagyl) and tramadol. In 2009, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2015, 5 years 5 months after insertion of essure, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2015, the patient experienced vaginal infection ("vaginal infection"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced menorrhagia ("prolonged / heavy menstruation"), dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), abdominal pain ("severe abdominal pain / cramping / pain/ abdominal cramping"), hormone level abnormal ("hormonal changes"), cyst ("cysts"), inflammation ("inflammation") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, migraine, hormone level abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection, cyst, inflammation and abdominal discomfort outcome was unknown, the genital haemorrhage and abdominal pain had resolved and the headache had not resolved. The reporter considered abdominal discomfort, abdominal pain, arthralgia, cyst, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, inflammation, menorrhagia, menstruation irregular, migraine, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the implant was deployed into the fallopian tube per protocol and with 3 coils visualized on left side and with 3 coils visualized in endometrial cavity in right. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Events vaginal haemorrhage, vaginal infection, genital haemorrhage , cyst, inflammation, pelvic pain, device monitoring procedure not performed were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced device migration, amongst non-serious events. Plaintiff underwent a total laparoscopic hysterectomy with bilateral salpingectomy. The event, seen as device dislocation, is anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular / abnormal menstruation"), menorrhagia ("prolonged / heavy menstruation"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain / cramping / pain"), headache ("headaches"), migraine ("migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was withdrawn. At the time of the report, the device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, headache, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered device dislocation, fatigue, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, headache, migraine, hormone level abnormal and vaginal discharge to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and experienced device migration, amongst non-serious events. Plaintiff underwent a total laparoscopic hysterectomy with bilateral salpingectomy. The event, seen as device dislocation, is anticipated in the reference safety information for essure. During the essure therapy, a device dislocation may occur. Considering the information provided and the nature of reported event, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.